Event description:
It was reported, that during a lap gastric bypass procedure, the device starting spitting out clips. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.